Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: clinical report states patient had an abnormal radiographic evaluation. Osteolysis progression in the trochanger as well as the calcar. Update rec'd 02/09/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision.the complaint was updated on: 02/25/2016. Update august 8, 2017: patient underwent a revision on (B)(6) 2017. / / investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. A disc containing images of left hip radiographs was reviewed 3 mar 2016 per wi-7915. There was no evidence of implant fracture or implant disassociation. See attached x-ray review form. ****medical records reviewed 07 mar 2016--kab from a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. See attached report. / / investigation summary: clinical report states patient had an abnormal radiographic evaluation. Osteolysis progression in the trochanger as well as the calcar. Update rec'd 02/09/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. Doi (B)(6) 2003 dor not revised. (Left hip). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states patient had an abnormal radiographic evaluation. Osteolysis progression in the trochanger as well as the calcar. Update rec'd (B)(6) 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: (B)(6) 2016. Update (B)(6) 2017: patient underwent a revision on (B)(6) 2017.